Event description:
In 2008, the pt's pump was replaced. In the operating room, the physician aspirated 2 mls of drug/csf from the implanted catheter. Additionally, he aspirated 1 ml of csf and then injected it back into the thecal sac to make sure the flow worked in both directions. The catheter was not changed, but 11 cm of a new catheter was added to it. Prior to pump replacement, the pt's old pump had contained compounded baclofen 4000 mcg/ml with a daily dose of 1160 mcg/day. The new pump contained lioresal 2000 mcg/ml with a daily dose of 300 mcg/day. The pt was sent to the pediatric intensive care unit and he began to wake up and progress toward his normal state. At approx. 6pm before he had returned to baseline, he became somnolent, unresponsive and his blood pressure dropped to 70 (systolic). The health care professional (hcp) had the pump turned down to slowest continuous rate (98 mcg/day), but wanted it delivering less drug than that. The pump was stopped about 8:30 pm on the same day with a plan to check with the hcp in the morning regarding going to minimum rate of 12 mcg/day. At that time, the pt was barely responsive and his blood pressure was up to 100 (systolic). The next day, the pump was programmed to minimum rate. The following day, the pt was responding as he had prior to surgery; smiling and communicating his wants. The pt also indicated that his legs were tight. The follow-up physician was contacted and planned to see the pt early on three days later, to increase his daily dose to 50 mcg/day. It was indicated that the pt would be discharged on the same day. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.